Manufacturer narrative:
The event occurred in (B)(6). On (B)(6) 2013 customer provided clarifying information. There is no product problem. The customer stated this system was not involved in the allegation. See patient identifier in (B)(6) for clarified information. The customer stated this system was not involved in the allegation. See patient identifier (B)(6) for clarified information. The customer stated this system was not involved in the allegation. See patient identifier (B)(6) for clarified information. The customer stated this system was not involved in the allegation. See patient identifier (B)(6) for clarified information. The customer stated this system was not involved in the allegation. See patient identifier in (B)(6) for clarified information.

Event description:
Reporter stated that customer received the following results on the aviva nano system within 5 minutes: 18.1 mmol/l and 3.9 mmol/l. The customer took 20 units of novorapid insulin in between the 2 results. No adverse event reported. The manufacturer requested return of suspect product for evaluation

Event description:
Reporter stated that customer received the following results on the aviva nano system within 5 minutes: 18.1 mmol/l and 3.9 mmol/l. The customer took 20 units of novorapid insulin in between the 2 results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).